Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's air in line was unresponsive. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. There were no prior repairs relevant to the customers current complaint. Event history review showed high alarm for downstream occlusion (dso) sensor alarm. Primary problem of air in line responsive was confirmed. Replaced the air in line detector. After the repair, the device passed all functional tests.